Manufacturer narrative:
The test strips were requested for investigation. The product has not been returned. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The customer complained of discrepant inr results with coaguchek xs plus meter serial number (B)(6) compared to a laboratory using the hemosil recombiplastin reagent. The meter result was 1.8 inr. The patient was tested again within one hour and the meter result was 1.0 inr. The result from the laboratory within two hours of the first meter result was 0.9 inr. Patient's therapeutic range was not provided. The patient is tested once or twice a month.